Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with her device after a severe head trauma two weeks ago. Testing shows that all electrode channels show hi impedance.